Event description:
Patient had intermittent symptoms of baclofen withdrawal and was hospitalized earlier this month. Pt had a baclofen pump contrast study which did not show a leak or break in the catheter system or a problem with the pump.